Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the exact number of procedure/patient impacted is unknown. I made my statement right after receiving the call from the surgeon user (dr. X). I gave the little information I had, and I had to note a quantity in the form, but it does not necessarily correspond to reality, there are maybe more than 12 threads ¿ the surgeon mentioned cases of dehiscence and told me we would discuss it again when he returns from his leave. The pharmacist responsible for the sutures range, ms. Y, is on leave. The surgeon also reported the issue to ms. Z, another pharmacist at the facility. Dr. X, has been using stratafix spiral for several months for vaginal closures. Since april, he has observed dehiscence's, sometimes requiring repeat surgery on his patients. He has observed slow healing and dehiscence's. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the exact number of patients known? If yes, please provide that number. If the exact number of patients is known and is greater than 13, please create one pc per additional patient. For each patient, please provide the following information: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? Is it known how the wound dehisced? Did the sutures barbs not engage in the tissue? Did the suture pull out of the tissue? Did the suture break? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that precipitated this event? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Is the product stratafix spiral monocryl plus or stratafix spiral pds plus? Product code and lot number? Will the product be returned? If so, please provide the return date and tracking information. Would the surgeon like to speak with ethicon medical safety and engineering via scheduled conference call regarding the product involved in this event?

Event description:
It was reported that a patient underwent an unknown gynecological procedure on an unknown date and a barbed suture was used for the vaginal closure. Post-op, the patient experienced a dehiscence and delayed/slow healing. The patient may have required a repeat surgery. The surgeon has been using the barbed suture for several months and since april has noticed this event occurring. Additional information was requested.